Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and there was no moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump it was noted that the display was cracked behind the display lens. During testing, the pump powered on to a blank display screen; the audio and visual tones functioned as expected. A test display was inserted and also functioned appropriately. Upon powering the pump on with the test display, the pump emitted a cs 069 call service alarm. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up but was unable to recover from the corruption. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.